Manufacturer narrative:
The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, during advancement of a 26mm ultra delivery system through the axela sheath at the superior to the femur head resistance occurred. At this point the 26mm sapien 3 valve could no longer be advanced and the hub of the axela sheath separated from the axela sheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation and no imagery was received for review. A device history review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed other complaints relating to the reported events. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. As such, complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. Per the instructions for use (IFU) and training manuals, caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of the 14f edwards axela sheath, a second 14f dilator is included with the system for vessel pre-dilation as needed, when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position.  Delivery system insertion through sheath:  using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 2 cm.  In expectation of high friction, use short movements.   Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events were unable to be confirmed due to the unavailability of the device or applicable imagery. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. There was no report of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. The following patient/procedural factors could have contributed to resistance encountered when inserting the delivery system through the sheath: access vessel diameter, degree of calcification, degree of tortuosity improper device preparation (i.e. Sheath flushing, thv crimping) steep sheath insertion angle the sheath inner member could have separated from the sheath housing if excessive force or device manipulation were used in order to overcome the encountered resistance. There is insufficient information available to determine a definite root cause. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. Per management discretion, a product risk assessment and a corrective preventive action investigation has been opened to further investigate the events.